Event description:
Reporter alleged obtaining a result of 331 mg/dl on mobile system 1 compared back to back with a result of 161 mg/dl on mobile system 2 system and a result of 165 mg/dl on the compact plus when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the compact plus suspect device system used. Reference medwatch report with (B)(6) for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.